Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the outer tubing overlay and there was blood in/on the lobe mechanism. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, all conductors had blood/body fluid (not obstructed), the proximal conductor had blood/body fluid (not obstructed), the outer insulation was melted, and there was apparent explant damage. Evaluation summary (B)(4) no anomalies found (B)(4) full lead (B)(4) no anomalies found (B)(4) full lead.

Event description:
It was reported that the left ventricular lead had pulled back within the vessel and had lost capture. Upon implant attempt of the replacement lead, it had high threshold once it was placed and it was removed and replaced. No patient complications have been reported as a result of this event.